Manufacturer narrative:
On 6/10/97, the facility's pathology supervisor reported that the device could be returned to the MFR for analysis on the condition that their risk management dept. Was informed of the results of the MFR's analysis. Arrangements were then made for the device to be returned to the MFR. The device has been returned to the MFR and analyzed with the following results: normal usage was indicated on both septa with no internal damage found. The 5-1/2" device catheter showed no holes, cuts or tears. The device catheter did not appear to be properly assembled. A "donut configuration" was not found. Leakage was observed at the device catheter/bayonet lock conncetion area. After reassembling the device catheter to the device body and introducing a donut configuration, per the device instructions for use, leakage was not found from the catheter connection area or a elsewhere on the device or device catheter.. A review of the device history record was performed on this cat/lot number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this cat/lot number and no trends have been identified. The facility's report of leakage has been confirmed by the MFR's analysis of the returned device and is attributed to the user's improper connection of the device catheter to teh device body. No further details are available. The MFR is now closing its file on this event.

Event description:
The device was implanted on 11/11/96. On 4/15/97, the physician left a message on the MFR's manager, product complaints & litigation voice mail stating that the device was explanted as a result of contrast study showing leakage from the device catheter.